Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was attributed to an unadressed advisory message. The device was put through extensive testing using good battery and pads which included functional stress testing without duplicating the customer's report. The device was recertified and returned to the customer. Review of the device activity log showed this error was prompting for many years before it was addressed by the user. The device will communicate to the user that it is not rescue ready by providing auditory beeps every 30 seconds and displaying a red rescue ready (nvi) indicator. No emerging trend based on similar reports.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed a red "x" indicator. Complainant indicated that there was no patient involvement in the reported malfunction.